Event description:
It was reported that tibial nail advanced (tna) nail was inserted by using a synream drill mandrel and had to be removed again. The inlay pulled out distally. A new nail was used and the procedure was successfully completed. There was a five minutes of surgical delay. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history review a manufacturing record evaluation was performed for the finished device product code: 04.043.130s. Lot number: 4029p63. The product was released on: 01 feb 2023. Manufacturing site: jabil bettlach. Expiry date: 01 jan 2033. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.